Event description:
Spontaneous call from (B)(6), stating to please de gelsyn 3 pfs since it is not working for the pt. I 'dc'ed' the medication. Start date unknown as (B)(6) never dispensed medication. Unknown where previously receiving. No additional information known. Diagnosis or reason for use: osteoarthritis. Reported to (B)(6) by health professional.